Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stuck in stent occurred. The target lesion was located in the moderately tortuous proximal to mid right coronary artery (rca). A 38mm non-bsc stent was implanted. The atlantis sr pro2 imaging catheter was used for post-ivus and became stuck with the stent. The physician thought that the guide wire exit port of this device got stuck with the stent. The imaging catheter was advanced further and then was successfully removed. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).